Manufacturer narrative:
The investigation of the returned expiratory pressure transducer pc board has been completed. The expiratory pressure transducer pc board was installed in a reference system for simulated use testing. Pre-use check and ventilation test confirmed the reported failure, the returned expiratory pressure transducer pc board was faulty. The pre-use check failed the pressure transducer test due to pressure transducer zero offset being outside accepted limits. In ventilation test, the set target peep was not reached and alarm for peep low was generated. Microscopic inspection of the pc board showed an unknown particle on the pressure sensor, which is determined to be the root cause of the reported issue. It has not been determined why there was a particle on the pressure sensor. The pressure sensor offset drift outside allowed limits will be detected during pre-use check. If the offset drift occurs during ventilation, alarms will be generated if set alarm limits are exceeded.

Event description:
(B)(4).

Event description:
It was reported that the ventilator did not raise the peep (positive end expiratory pressure) value when patient was connected to the ventilator. There was no patient harm. (B)(4).